Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751,serial# (B)(6), product type: recharger. Analysis of the recharger ((B)(4)) found that the complaint was unverified. The device was bench tested and got all 8 coupling boxes. The connector was visually checked and was ok. It was plugged into known good desktop charger and started charging normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was having poor coupling with recharging. The patient stated they tried to charge for 4-5 hours. They stated the most they got was 2 bars and they would go to 0 bars. The patient stated they fell on saturday ((B)(6) 2017) and was not sitting well and just wanted the recharger replaced. Additional information was received from the patient on (B)(6) 2017. They provided their weight at the time of the event and stated that their charger would not work so it was replaced and was working fine. The patient called back on (B)(6) 2017 and reported the recharger worked at first but when they went to use it 3 days ago, they only got 2 coupling bars and could not get any better. The patient described the screen indicating the ins was charging. The patient stated that ever since implant, the device moves slightly and it had moved slightly ¿into a sack of muscle¿. It was reviewed that the ins moving could cause coupling problems and new recharger would not resolve this. The patient was redirected to their healthcare professional (hcp). The patient also reported pain in their left leg for several months and has been using the ins a lot. The patient then stated the device helps them and has no complaints about the device. The patient stated they would follow up with their hcp. No further complications were reported/expected.